Event description:
Over sensing noted on attached strip. Sensitivity set at 1. 0 mv. Patient is dependent so they are going to change sensitivity to 5.6 mv. Capture is stable as are impedances. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).